Event description:
Undersized guidewire identified in the surgical kit. Surgeon was using 1.6mm guidewire with the appropriate depth gauge to determine desired screw size to be implanted. The measurement was about 2mm longer than expected. Surgeon compensated by subtracting about 2mm from depth gauge measurement reading - desired screw length was used. Product issue resulted in a delay in surgery. Screw was implanted and surgery was successful.